Event description:
Kss disposable ambu bag had catastrophic failure during urgent/emergent intubation. Bag failed to pressurize, would not deliver volume to pt. Incident report states "pressure escaped via a side port with faulty cover". Pt had been given etomidate and vecuronium, and could not be ventilated. Pt desaturated into 30's, had 6-8 second burst of v-tach. Was ventilated successfully after intubation with ventilator. No apparent negative events after adequate ventilation.